Event description:
It was reported that during a percutaneous coronary intervention procedure deflation failure and balloon dislodgement occurred. The 70% stenosed target lesion was located in the non-tortuous and non-calcified bifurcation of the common femoral artery. A 4.0x20mm maverick balloon was advanced to the lesion for predilation. The contrast dilution ration was 1:1. The balloon was successfully inflated to 6atms for 60 seconds; however, when the physician attempted to deflate the balloon, the balloon was unable to be deflated. The physician attempted to deflate the balloon by repeatedly applying negative pressure and by inflating the balloon up to 10atms; however, the attempts were unsuccessful. The physician decided to remove the balloon as a system while it was still inflated to 6atms. While removing the device it became caught on the 7f fl4 guide catheter and the balloon detached from the balloon catheter and it was noted that the balloon moved inside of the patient. The physician was able to successfully remove everything as a system and the procedure was completed with a different device. No patient complications were reported with the patient's current condition listed as 'stable'.

Event description:
It was reported that during a percutaneous coronary intervention procedure, deflation failure and balloon dislodgement occurred. The 70% stenosed target lesion was located in the non-tortuous and non-calcified bifurcation of the common femoral artery. A 4.0x20mm maverick balloon was advanced to the lesion for predilation. The contrast dilution ration was 1:1. The balloon was successfully inflated to 6atms for 60 seconds; however, when the physician attempted to deflate the balloon, the balloon was unable to be deflated. The physician attempted to deflate the balloon by repeatedly applying negative pressure and by inflating the balloon up to 10atms; however, the attempts were unsuccessful. The physician decided to remove the balloon as a system while it was still inflated to 6atms. While removing the device, it became caught on the 7f fl4 guide catheter and the balloon detached from the balloon catheter, and it was noted that the balloon moved inside of the patient. The physician was able to successfully remove everything as a system and the procedure was completed with a different device. No patient complications were reported with the patient¿s current condition listed as ¿stable¿.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the midshaft. The midshaft was severely stretched. The break in the midshaft was located 6.6cm distal to its proximal edge. An examination of the proximal weld region confirmed that no focal necking was present inside the proximal weld area however, the inner and outer shafts were stretched at the proximal edge of the proximal weld area and this stretching extended proximally along the shaft for approximately 1mm in length. An examination of the balloon found that the balloon had been inflated and was not refolded. The inner shaft inside the balloon was stretched, resulting in the inner touching the balloon wall at two locations. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user error because the device was not used in accordance with the directions for use (dfu). (B)(4).

Manufacturer narrative:
(B) (4)